Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a frequent/persistent occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the black box and alarm history shows multiple ¿cs145¿ occlusion alarms occurring due a high force detected at the force sensor. No ¿cs145¿ alarms or any eaw occurred during the investigation, the product performs within specifications. Unable to duplicate ¿occlusion¿ complaint. The pump cover was removed, inspection shows moisture corrosion to the pcb on the force sensor pins and to the watchdog circuit on the u38 chip.